Event description:
Pt's foley noted to be leaking urine from night shift but was noted to have been repositioned with no leaking post intervention. Day shift rn discovered foley to be leaking in the afternoon and spoke with attending md about removing the foley catheter to try an external catheter for the patient. When attempting to remove the foley; the syringe attached to the balloon inflation port only able to remove 6ml of the expected 10ml. Attempted to withdraw expected remaining 4ml with no success; the balloon noted to still be inflated and cannot be deflated using syringe. The balloon inflation port had to be cut in order to expel the remaining 4ml from the balloon, allowing for the removal of the foley from the patient's bladder. This foley did not have a temp-sensing function d/t [due to] pt's frequent mris.